Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer inspected the instrument and could not find any issues with the instrument. The fse performed a manual enhanced cleaning of the ise to resolve the issue. There is no evidence of a system malfunction. No additional information was provided in regards to the patient treatment. There was no adverse event reported due to the treatment received.

Event description:
The customer reported receiving erroneous high patient results for the ion selective electrode (ise) chemistries on the au5800 clinical chemistry analyzer. The erroneous patient results were reported out of the laboratory and later it was amended. The patient received treatment to lower their k level based on the false high potassium result.